Event description:
During a cataract extraction procedure using this phacoemulsification unit, the operating physician experienced an aspiration surge while in the sculpt mode and aspirated the pt's iris. The overseeing physician indicated that he felt that the problem was due to the operating physician getting too close to the iris and that the unit was not malfunctioning. The pt is doing very well and there is no concerns about permanent adverse effects. Subsequent procedures with the unit after this date went very well with no problems. The unit was tested at the facility and no problems could be found.